Event description:
I got breast implants around (B)(6) 2011. The very next year before the summer started I started getting sick everyday. Running fevers up to 101 every afternoon, joint pains, muscle pains, and a variety of other no specific issues. I was diagnosed with lyme disease and ra about a year later after multiple doctors and tests. For years I was treated for those illnesses without much success, in (B)(6) 2018 I got really sick with pneumonia and have been in and out of the hospital half of this year 2019 with unexplainable lung and autoimmune diseases. My doctors truly believe my breast implants are causing these issues and want them out now. I am scheduled to go into the hospital monday am to have them out before "something else bad happens and kills me" the quote came from one of my doctors. When I had my implants in I knew there was risk of course, infections, bleeding, anesthesia risks, but I had no idea it could me so sick with all these life altering illness that have not only ruined my life but have almost killed me. Every time I go into the hospital it seems to be getting worse, with the last event me on the breathing machine and hard to get off. I was an rn supervisor of a busy ICU unit and was recently terminated cause I cant breathe at work. Breast implant illness is a real thing and before long everyone will know how awful lit really is. The patients that want or even need implants need to know the risks! All the risks! Then they can make an informed decision about their choice. I was made to think it was nothing and I should have had more information! Thank you, (B)(6). FDA safety report ID # (B)(4).